Event description:
International affiliate reports the tip of the aegis modular screwdriver broke off while inserting a screw into a spinal plate. When the broken tip could not be removed from the screw, the surgeon impacted the tip, could welding it within the screw head to prevent its migration. The screw was not fully seated within the plate and the plate's locking cam could not be fully engaged over the screw. The remaining screws within the construct were fully inserted and locked in place.

Manufacturer narrative:
Depuy spine has requested return of the screwdriver for eval. A follow-up report will be filed upon receipt of the device and completion of the evaluation.